Manufacturer narrative:
Due to character limitations in e1 event site name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had inflation and deflation issue occurred. There was no harm or injury reported.

Event description:
The user called the emergency support program (esp) line to report and request assistance with an issue encountered during intra-aortic balloon (iab) therapy. The iab exhibited inflation and deflation issues, and the iab pressure waveform appeared narrow and rounded. No harm or injury was reported.

Manufacturer narrative:
Updated fields : b4, e1 (event site telephone), g3, g6, h2, h6(health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11 corrected fields : b5, h6 (medical device ¿ problem code) the patient ID was filled inadvertently in the initial emdr. The patient is unknown and the field must be kept blank. No decon or visual inspection performed since product was not returned and could not be evaluated. Based on the description, the most likely root cause was suboptimal balloon inflation dynamics related to catheter positioning or mechanical factors, resulting in a narrow, rounded iabp pressure waveform lacking the typical ¿chair¿ formation. This waveform abnormality likely contributed to reduced augmentation effectiveness and the absence of afterload reduction, despite correct timing and maximum augmentation settings. Since the timing of inflation and deflation was appropriate and the system indicated full inflation, the issue is unlikely related to pump function or timing error, but rather to catheter position or in vivo factors affecting balloon expansion. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.